Manufacturer narrative:
One day after the g-tube had been replaced, the device was found to be dislodged from the stoma. No injury resulted for the resident and a new g-tube was inserted. The sample was returned and evaluated. A visual inspection revealed there was a clean tear along the length of the balloon. The cause of the teart was not determined. Experimentally it has been shown that over-inflation of the balloon can lead to rupture. We cannot rule out the possibility that the balloon may have been over-inflated after it was inserted. No other abnormalities were identified.

Event description:
The gastrostomy tube fell out and a tear was noted in the balloon.